Event description:
Defective foley. Would not deflate. Attempted to remove foley - case took 2 hrs 5 min.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: manufacturer. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: performance tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: device failure occurred and was related to event, device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device recalled by manufacturer/distributor, device returned to manufacturer/dealer/distributor, inserviced by biomedical engineering dept. Staff. The device was destroyed/disposed of.